Event description:
Reportedly, when the patient tried to plug the subject home monitor, sparks were observed and the electrical installation of the patient's home was disturbed.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190319 - file-2018-04144 - analysis_and_closure_report_resp-2019-00419.pdf].

Event description:
Reportedly, when the patient tried to plug the subject home monitor, sparks were observed and the electrical installation of the patient's home was disturbed.